Event description:
Initial sodium results of 136.2, 134.7, 124.1, 124.8 mmol/l were repeated and recovered 130.7, 128.9, 134.1, 137.7 mmol/l respectively. No information provided if results were used to guide therapy. Field service representative decontaminated the mixing tower and adjusted the air/mix tower and settings. Performance check tests were run along with quality control materials. Results recovered within specification.